Event description:
A physician reported a pt who was originally skin tested on 23 april 1996 with negative results. The pt has rec'd multiple treatments without event. On 5 november 1998 the physician treated the pt into a depressed scar at the tip of the nose. Immediately after treatment the site turned purplish in color. The physician suspected a possible vascular event. On or about 21 november 1998 the physician prescribed oral duricef. On 30 november 1998 the physician advised the pt to continue the duricef for another week. A medrol dosepak and antacids were also prescribed. On 10 december 1998 the pt was last seen in the physician's office. The physician noted the treated site had gradually become brownish and was slowly resolving. On 20 january 1999, the physician believed that the symptoms were related to a vasospasm.